Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and possible infection. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The implantable pulse generator (ipg) and leads remain in use. No further patient complications have been reported as a result of this event.